Event description:
The shocking portion of this lead was capped on (B)(6) 2017 due to svc coil fracture. Pace/sense portion of lead is still active. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.